Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (330 mg/dl at its highest). The customer is pregnant and when the infusion set was worn on the abdomen the bg would increase and when the site was moved to a different area the insulin absorption was better. To address the bg level, the customer changed the infusion set site and delivered a bolus via the pump. The customer's current bg was 107 mg/dl. The customer suspected the high bg was due to the pregnancy and infusion set site.